Event description:
Account reported patient underwent ilasik (B)(6) 2014. Patient was being followed by his primary eye care provider. Patient was referred back to surgeon (B)(6) 2014 by primary doctor because of cells under flap. Slit lamp exam noted debris under left flap. Visual acuity sans corrected (vasc) 20/20 right and 20/25 left. Rxm plano 20/20 right, +1.25 -0.75 x005 20/20 left. Surgeon lifted flap and irrigated debris in left eye. Appeared to be meibomian secretions. Patient instructed to restart antibiotic and steroid and referred back to primary eye care provider. (B)(6) 2014 postop from primary doctor-vasc 20/20 right, 20/25 left. Rxm plano 20/20 right, +1.25 -0.75 xx 002 20/15 left. Patient states vision is better since lift.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.